Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na and ci for gen.2 results for multiple patient samples on a cobas 6000 c (501) module. Of the data provided, there were discrepant na and cl results for 1 patient sample. The initial na result was 137 mmol/l and the repeat result was 146 mmol/l. The initial cl result was 97.7 mmol/l and the repeat result was 107.9 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The na and cl electrode lot number and expiration date were asked for but not provided. The customer performed an ise check and recalibrated. The ise check was acceptable but the calibration was not acceptable. The customer then calibrated again and performed a precision check. The calibration was similar to the last calibration and the precision check was acceptable. The customer replaced the na, k, and cl electrodes but the calibration and qc were not acceptable. The field service engineer (fse) changed the sample probe. The investigation determined that the ise electrodes had been used longer than recommended. The investigation determined that the fse service actions solved the problem and the c 501 was performing normally. The investigation was unable to find a definitive root cause.